Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note add'l device involved: (B)(4).

Event description:
On (B)(6), 2003, this pt was implanted with gore excluder bifurcated aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2011, the devices were relined due to an endoleak caused by endotension. No further complications have been reported.